Event description:
The customer reported being hospitalized for low blood glucose twice in the same day. The customer stated that in one instance the paramedics took her to the hospital with a glucose level of 25mg/dl. Then the paramedics were called to her home again due to her low blood glucose of 33mg/dl. The customer did not have the insulin pump to troubleshoot at time of the call. The customer stated that the doctor disconnected the device. The customer also stated that she is being treated for renal failure issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.